Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent mesh removal on (B)(6) 2012, due to mesh protruding from posterior vaginal wall. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-08017. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08017. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat rectocele and lateral wall defect, posterior repair and enterocele repair and mesh was implanted along with the concurrent procedure of repair and enterocele repair. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced foul odor, vaginal bleeding, bowel problems, and vaginal scarring.

Event description:
It was reported that following insertion the patient experienced foul odor, vaginal bleeding, bowel problems, and vaginal scarring.

Manufacturer narrative:
Date sent to the FDA: 03/29/2017.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and nocturia.